Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that occurred during biomed testing. The biomed stated that there have been no reprts of any pt incident involving this pump since the last baxter service event. No add'l contact info was provided.